Manufacturer narrative:
The device was not returned to olympus for evaluation. The exact cause of the reported event cannot be determined at this time; however, based on similar reports, this type of probe damage is most likely related to the operator's technique. The instruction manual contains several warning statements in an effort to prevent damage to the probe. "Do not to activate output in seal and cut mode while the grasping section is closed without contacting tissue or vessel. Do not activate output while applying the probe tip to the tissue with a strong force. Do not activate output while grasping thick and hard tissues. Otherwise, various forms of damage in the probe tip and/or the tissue pad such as premature wear, breakage, deformation, exposure of metal, and/or falling inside the body cavity, and/or partial separating may occur."

Event description:
Olympus was informed that during a therapeutic total laparoscopic hysterectomy (tlh) procedure, the probe broke off and fell into the patient¿s abdomen. The surgeon was performing a seal /cut when the incident occurred. The intended procedure was aborted and the device fragment was retrieved using x-ray and a grasper. There was no unusual bleeding observed. There was no patient injury reported. Additionally, the user facility reported that the device and the connection points were inspected prior/post procedure with no anomalies found.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information from the original equipment manufacturer (OEM). The OEM reviewed the device history record for the lot and confirmed that the lot had passed final inspection before release.

Manufacturer narrative:
This supplemental report is being submitted to provide the device evaluation results, update the lot number. The device was returned to olympus for evaluation. The evaluation confirmed the complaint for broken probe. The evaluation found that an 18 mm section of the probe had detached. The device failed the probe check during evaluation testing. The teflon pad was also worn but with no metal exposed underneath.